Event description:
It was reported that the lead was explanted and replaced due to externalized conductors.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
External and internal insulation abrasions were found close to the distal end of the svc shock coil. The etfe coating was abraded at this location.